Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, episodes of noise, non-sustained vt, and a non-sustained v oversensing were observed. It was noted that there was potential for pacing inhibition. The patient believes they may have been swimming at the time. Programming changes were made.